Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(4) of not draining off fluid well from peritoneal dialysis (pd) catheter, did not clean the area before starting pd and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unknown date in 2011, the patient began receiving heparin (ip, dose and frequency not reported). On an unreported date, the not draining off fluid well from pd catheter had resolved and heparin therapy was ongoing. On an unreported date in 2011, the patient did not clean the area before starting pd. On an unreported date in 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The nurse stated that the peritonitis was caused by the patient not cleaning the area before starting pd. On (B)(6) 2011, the patient began receiving vancomycin (dose, frequency and route not reported). On (B)(6) 2011, the patient was discharged from the hospital and vancomycin therapy was ongoing. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome of the did not clean the area before starting pd was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the bacterial peritonitis was unrelated to dianeal therapy or the machine. An opinion of causality was not provided for the not draining off fluid well from pd catheter and did not clean the area before starting pd.